Event description:
The customer reported 7 false positive sars-cov-2 results on the alinity m resp-4-plex assay. The suspected samples with discrepant results were re-tested on the genexpert system and the results were negative. The samples were reported as negative due to historical patient data. There has been no report of impact on the patient management. This incident is being reported to FDA because the incident occurred in spain using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Manufacturer narrative:
Investigation into this complaint included a customer data review, customer file review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: the runs which involved the discrepant results were valid and met assay specification requirements. There were neither error codes nor flags associated with the assay controls. No abnormal amplification curves were identified, and the assay is performing as expected with correct interpretations. The reported false positive sample ids (sids) were retested on genexpert. Different platforms may have different limit of detection (lod) when it compares to alinity m instrument. Quality data review: device history record / batch record review review of the manufacturing packets for alinity m resp-4-plex amp kit (list 09n79-090) lots 525766, 525460, and 525309 did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-090) lot 525309, 525766, 525460 and its components. The CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot 525309, 525766 and 525460. Complaint history review: a complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 525309, 525766 and 525460. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 525309, 525766 and 525460 was not identified.

Event description:
The customer reported an additional 38 false positive sars-cov-2 results on the alinity m resp-4-plex assay. These samples were tested between (B)(6) 2022 and (B)(6) 2022. The samples retested negative on other platforms. The false positive results were not reported outside of the laboratory. There has been no report of impact to patient management.

Manufacturer narrative:
Additional samples added in b5. Date of event updated to (B)(6) 2022 as these additional samples were tested between (B)(6) 2022 and (B)(6) 2022.